Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the device used? Did the device deliver any clips? If clips were delivered, were the clips formed properly? Was there damage observed with the jaws of the device?

Manufacturer narrative:
(B)(4). Additional information: the analysis result of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to measure the jaws width and they were found to be within the specification. Upon visual inspection, the floor was found damaged. No functional testing could be performed due to the condition of the floor. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reaches as to what may have caused the damaged found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jaw malfunctioned. Case completed with another device of the same product code. There were no patient consequences reported.